Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring ii devices malfunctioned. Two failed to load and the third failed to deploy. Replacement units were used to complete the procedures. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question. Refer to MFR report #'s 2242352-2011-01596 and 2242352-2011-01597.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).